Event description:
It was reported that the patient was experiencing increased pain and burning sensation while using the stimulation. It was also noted that the patient was not getting pain relief despite multiple reprogramming attempts. X-ray was taken which showed that the leads had migrated. The patient underwent an explant procedure. All device components were removed and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7105835/7120566.